Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The customer reported a flo-gard infusion pump which infused an unknown patient with 100 millileters of an unknown solution too quickly. No patient injury or medical intervention was reported. No additional information is available at this time.